Event description:
It was reported that while under fluoroscopy the catheter was inserted. After insertion the contrast medium was inserted and the fluid crossed over into the co2 line and filled the balloon. As a result the ai-07134 was removed. Another ai-07134 was used successfully. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.